Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that scope communication error codes e237 and e226 occurred, along with an additional scope communication error message to clean electrical contacts, during reprocessing of an olympus colonovideoscope. There was no patient involvement.